Event description:
It was reported that prior to the implant of this implantable cardioverter defibrillator (ICD), a manual capacitor reform was performed, and then the device could not be interrogated. Then the device was warm; therefore, it was discussed to return the device. There was no patient involvement.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. The titanium case was opened, and visual inspection identified a crack in the underfill near one of the internal components, and electrical overstress damage (i.e., evidence of electrical arcing) on an internal component. The battery was tested and the voltage was much lower than expected (0.00 volts). Engineers concluded that electrical overstress damage impacted some of the internal components in this device, resulting in premature battery depletion and the observed inability to establish telemetry. The cause of the electrical overstress could not be determined. The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that prior to the implant of this implantable cardioverter defibrillator (ICD), a manual capacitor reform was performed, and then the device could not be interrogated. Then the device was warm; therefore, it was discussed to return the device. There was no patient involvement.